Manufacturer narrative:
The customer's instrument logs were reviewed for the sample tested in november 2017. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Additionally, the returned patient sample was tested with the likely cause lot. The neat sample and all of the dilutions of the patient sample obtained results of 0.00 ng/ml. This indicates that there is no interferent in the sample, and the neat result aligns with the customer's retest results of <0.04 ng/ml. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect stat troponin-I result of 2.256 ng/ml was reported for a patient (sample ID (B)(6)) who presented to the ER with chest pain on (B)(6) 2017. All other laboratory findings were normal. The patient was admitted to the hospital. Results of serial draws for architect stat troponin-I were negative (<0.04 ng/ml) on (B)(6) 2017 at 11:00 p.m. And (B)(6) 2017 at 4:37 a.m. The customer was contacted on (B)(6) 2017 regarding the initial positive result after the patient underwent a stress test with normal findings. The initial positive sample was then retested and negative results of <0.04 ng/ml were generated. A corrected report was issued to the physicians. The patient was discharged. There was no report of patient harm as a result of the stress test performed.